Manufacturer narrative:
(B) (4). (B) (4). Angina and stroke are known potential adverse events associated with the use of the product. These known patient effects are not necessarily an indication of a product quality deficiency. It is uncertain if the present problems are due to the carotid stenting procedure or some other pre-existing condition. Based on the information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, could not be determined. A review of the device lot history record did not produce any findings relevant to this report.

Event description:
Device issue: none. Adverse event: stroke. Time of adverse event: four days post procedure. It was reported that post right internal carotid artery stenting, the patient with a history of coronary artery disease and congestive heart failure experienced chest pain and shortness of breath. Further studies found multiple coronary vessel blockage. Four days post-procedure, the patient experienced a right hemispheric stroke with left upper extremity paralysis and left lower extremity weakness. The patient is improving, but remains hospitalized. Although requested, there was no additional information provided.